Manufacturer narrative:
Citation: moscarelli m, sollami g, lentini e, et al. About different localization of hypoattenuated lesions following transcatheter aortic valve replacement. Int j cardiol. 2024;398:131597. Doi:10.1016/j.ijcard.2023.131597 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. The serious injury report pertaining to this literature article was submitted in MDR number 2025587-2024-02322. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the occurrence of hypoattenuated lesions following transcatheter aortic valve replacement (tavr). A total of 50 patients were included in the study population who all underwent tavr with a medtronic evolut r bioprosthetic valve. During follow-up (between 3 and 12 months after tavr), the authors observed the following on multidetector computed tomography: hypoattenuated leaflet thickening (halt), reduced leaflet motion (relm), leaflet thrombosis, thrombus (located on the valve frame or leaflet), paravalvular leak (moderate or above), commissural malalignment, constrained valve frame waist, and asymmetric leaflet expansion. No intervention/treatment was recounted as having been performed for any of these observations. No additional adverse effects or product performance issues were noted.